Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient was vomiting while the cgm displayed 46 mg/dl and the bg was 300 mg/dl. The patient¿s wife called the fire department for help. They checked the patient¿s bg three times using fingerstick but the wife did not recall the values. The wife treated the patient with short acting insulin. At the time of the report, the patient was stable and felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.